Event description:
It was reported the patient¿s system malfunctioned ¿because of something else.¿ the system had to be removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3889-28, lot# va03ezl, implanted: (B)(6) 2012, product type: lead. (B)(4).